Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported that during the lasik procedure in one eye, the surgeon had difficulty lifting a section of the 90 micron corneal flap. There was no problem with the flap of the fellow eye. No patient impact was reported. Additional information has been reported.

Manufacturer narrative:
During an on site visit the fse (field service engineer) was unable to duplicate thin cuts. Fse made cuts on a test slide and cut was to specifications. Fse performed a complete verification to specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).